Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed to relay additional information found during device evaluation. Conclusion summary: on november 26, 2018, it was reported that the unit was broken. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) nine times as documented in the repair reports in livelink. The last repair was october 17, 2017 where it was reported that the device was broken and the damaged comb and ball detents were replaced. This is not a related issue. Product review of the skin graft mesher on december 19, 2018 revealed that the comb was bent and the shoulder bolts were damaged. The pre-tests could not be performed due to the bent comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the comb and shoulder bolts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb was bent and the shoulder bolts were damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was bent and the shoulder bolts were damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Skin graft meshier was broken. Investigation results found the comb to be bent.